Event description:
Pt with left ventricular assist device. On (B)(6)2017 had near syncope event and was admitted to hospital. Found to have had 6 pump stoppages within 2 minutes. Manufacturer engineers investigated pump and performed external driveline splicing to replace external portion of driveline. Monitored for 24 hours. He had no events and was discharged home on (B)(6)2017. On (B)(6)2017 at 2000 the patient had another near syncope event, dizzy and lightheaded. Pt was readmitted to hospital on (B)(6) at 0130 for presumed pump stoppage. Formal device interrogation showed driveline fracture was internal to body. Pt went to operating room the following day for heartmate ii pump exchange and removal of old drive line.